Manufacturer narrative:
Follow-up # 1 ¿ (05/16/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate high readings compared to another meter. This complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2014, the patient notice the subject meter was giving multiple high blood glucose readings. Based on the elevated readings, the patient managed her diabetes by taking less food/drink. Within a month, the patient reportedly developed symptoms of ¿shaking and lightheaded.¿ the patient did not require any hcp treatment at the time of concern. During troubleshooting, the patient could not provide any numeric values. There was no product misuse. It was noted the test strip vial was cracked. The unit of measurement was set correctly. The lfs product was replaced and requested back for investigation. This complaint is being reported due to the damage test strip vial. In addition, the patient claimed she had symptoms suggestive of hypoglycemia while she managed her diabetes with the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.